Manufacturer narrative:
Image review: three media files were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. The first media file shows a released valve that appears to be under expanded at an undetermined depth. Of note, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. In this case, despite under expansion, the valve was released. Evidence suggests that during removal of the delivery catheter system the nose cone might have contributed to the dislodgment of the valve. Medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. A snare was used to reposition the valve in the ascending aorta, and a pre balloon aortic valvuloplasty was performed. It was reported that the dislodged valve shifted to the level of the sinuses of valve during advancement of the second delivery catheter system causing coronary occlusion and subsequent death. Images of the second valve implant attempt were not provided thus it is not possible to validate cause of death. However, as stated in the instruct ions for use: physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The patient¿s executive summary was not provided for anatomical review. Continuation of d10: product ID: evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025. Product ID: evproplus-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evprop23-29 (lot: 0012395511); product type: 0195-heart valves. Product ID: d-evprop23-29 (lot: 0012436660); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the deployment of the transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon. Following valve deployment, the valve dislodged proximally, leading to severe para valvular leak. A snare was used to temporarily stabilize the valve at the ascending aorta while a second valve and delivery catheter system (dcs) were advanced; however, upon advancing the dcs, the dislodged valve displaced further and became anchored at the sinus level, causing an occlusion of both the right and left coronary arteries. Multiple attempts were made using two separate snares and balloons to reposition and retrieve the anchored valve from the sinus of valsalva, along with performing cardiopulmonary resuscitation; however, the interventions were unsuccessful. Subsequently, the patient died the same day. Per the physician, the dcs can be excluded as a contributing cause to the death, and the cause of death was the valve occluding both the right and the left coronary arteries.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the delivery catheter system was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was a slight bend to the nose cone tip and a slight bend to the capsule. Delamination was observed over the nitinol reinforcing frame along the capsule. There were bends to the stability shaft. There was slight tearing and stress marking to the inline sheath. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The tip retract covers were returned detached and could be reattached without issue. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There were two kinks to the proximal end of the inner member shaft. The spindle hub appeared intact with no evidence of damage. Updated data: d9. H3. H6. Corrected data: h6. A150204 removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.